Event description:
A surgeon reported that one day after an intraocular lens (iol) implant surgery using custom pak sleeves, a patient's pupillary area had an exudative threads. The patient had to be hospitalized for a week, and the surgeon administered him vancomycin and metilprednisolon. Additional information was received from the surgeon who reported that the next day after surgery, there was a fine "spider web" exudate in the pupillary area. There were no other symptoms. The affected eye was the right eye. The event duration was of 6 days and the event resolved with treatment. The patient was hospitalized from (B)(6) 2014. Vancomycin, metilprednisolon were administered during the hospitalization. The surgeon diagnosis was: inflammatory post operatory reaction. Cultures were not taken. The surgeon reported that a betadine preparation was used during surgery. There was no use of lidocaine. No retrobulbar block was performed. The wound integrity was described by the surgeon as intact. The viscoelastic was removed using I/a. The irrigation solution used was bss supplemented with adrenalin 1/1000. An intraocular lens (iol) was implanted in the capsular bag. Sutures were not required. The surgery duration was 15 minutes. The surgeon also reported that reusable tubing was used with the system during surgery, but the surgeon also reported that this tubing was not sterilized between surgeries. The tubing was sterilized only once per surgery day. This patient was the ninth patient of that day. This was the eighth time that the tubing was reused that day. The facility also provided sterilization procedure. Additional information has been requested but not received to date. This is one of four medical device reports being filed for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).